Event description:
Additional information. The patient was not able to recharge the battery correctly, and the battery had overdischarged "multiple" times.

Manufacturer narrative:
Lead: model 3776-60, serial #(B)(4), implanted: (B)(6) 2007. Programmer: model 37742, serial #(B)(4).

Event description:
It was reported there were telemetry issues and it was suspected the device was overdischarged. The patient had not felt stimulation for 2-6 months and a physician mode recharge (pmr) was recommended. Later it was reported the battery was completely depleted and was replaced. The patient was "all recovered" and receiving "great" stimulation coverage.